Event description:
The facility reported that during an unplanned vitrectomy, due to a posterior capsule tear (the cause was not provided), the screen suddenly went blank and the system stopped working. They turned the system on and off, the screen was white, and would not turn back on. They cancelled two cases, because they didn't have a back-up unit. The pt outcome was not provided. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.